Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. It was reported that the customer's blood glucose level was 161mg/dl. It was reported that the customer also has a big crack on the display. It was reported that the customer was advised to discontinue use of the device, and revert to a backup plan. The device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted and the motor was tested outside the device and passed. However, the insulin pump cracked case at the window display corner noted, cracked battery tube threads cracked, broken reservoir tube lip and minor scratched lcd window.